Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Hospital contact telephone not available for reporting. No ncrs were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. DHR review for part #310.510 lot #u228109. Release to warehouse date: may 29, 2015. Supplier: (B)(4). Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the drill bit was broken during the cleaning process. No patient involvement. This report is for one (1) 1.8mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. We have received the reported drill bit (part 310.510 / lot u228109) for investigation. The visual inspection has shown that approximately 10 mm from the tip section is broken off and the flutes are strongly untwisted. The broken off portion was not sent back. The ø1.8 of the drill bit was measured per relevant drawing and the measuring result does show conformity. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The broken surface is homogenous what indicates material conformity as well. Unfortunately, we are not able to determine the exact cause of this complaint. It was reported that the breakage occurred during the cleaning process. Based on the visible damages, we rather assume that a blockage in combination with too much mechanical force has caused the breakage during use. A possible reason for a blockage could be a metallic contact or with bone material blocked flutes. Considering all relevant findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.